Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not turn on. The epg powered up and passed all incoming testing. It was indicated that the output connector assembly was broken and that extensive corrosion was found internally and externally. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on after coming into contact with a fluid. The epg was returned for service. There was no patient involvement.